Manufacturer narrative:
Section a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: unknown, information not provided. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the multifocal non preloaded intraocular lens was explanted due to multifocal intolerance. The lens was replaced with non jnj lens. Additional information was received that revealed that the patient had intractable halos during mesopic conditions that did not improve with time. So doctor had to exchange the lens. There were no patient injuries and no other medical or surgical interventions were required. No further information is available.

Manufacturer narrative:
Additional information: section b-3:date of event: 07/11/2023. Section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 01-sept-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half and with a haptics' edge chipped. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. Based on the return condition of the lens, no further product evaluation could be performed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.